Event description:
Leica biosystems received a complaint regarding the loss in integrity of nuclear detail, which was referred to as "nuclear meltdown" by the complainant, in sections prepared from a number tissue samples processed. The complainant did not provide specific details of either the date(s) of the processing run(s) from which this issue was identified, or the number of tissue samples involved. On (B)(6) 2013, the complainant advised that "nuclear meltdown had been noted on a very occasional basis since (B)(6) 2013 but with greater frequency since (B)(6) 2013; sections from several prostate needle biopsies, breast cores and endoscopic biopsies processed on several runs showed loss of integrity of nuclear detail in sections at microscopy and that affected samples were not uniformly involved. On (B)(6) 2013, leica biosystems received info that a pathologist had advised that: "...one prostate needle core biopsy was deemed to be un-diagnostic and the pt will be rebiopsied". The gender, age or date of birth and a pt identifier will be requested.

Manufacturer narrative:
A leica field support specialist (fss) telephoned the lab on (B)(4) 2013, in order obtain specific details of the circumstances involved in this complaint and to provide applications support. The complainant advised that the quality of tissue processing for the majority of tissue samples processed using peloris". Tissue processor serial number (B)(4) was satisfactory; and that "nuclear meltdown" had been noted in a small number of samples only. The complainant indicated that handling of the affected tissue samples prior to receipt in the lab was a likely cause of the loss of integrity of nuclear detail noted at microscopy; and that the lab would undertake further investigation to explore this contention. On site assessment of the operation and function of the instrument was not conducted by a leica field service engineer in association with this complaint. Eval of the instrument log found that the instrument was operating within spec; and no use error(s) was identified in the interaction between the instrument and the user. The root cause for loss of integrity of nuclear detail in sections at microscopy reported by the complainant could not be determined from the info available.